Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. It was also mentioned that the customer states 3 bent cannulas with a dka incident hospital hospitalization. Blood glucose level was 340 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.